Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a seventy five years old female patient, while using an ophthalmic tip during a phaco/intra ocular lens (iol) surgery when polishing the posterior capsule after cortex removal a capsule tear occurred as the tip had sharp edges. The surgery was completed by performing an anterior vitrectomy and a sulcus lens was placed. There was no patient harm.

Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause cannot be determined for the complaint as described by the customer. No action was taken as the I/a tip was manufactured to specification. The manufacturer internal reference number is: (B)(4).